Manufacturer narrative:
Device evaluation: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage.functional, dimensional and hardness inspection of the shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with isthmic spondylolisthesis on l5 and underwent l5/s posterior lumbar interbody fusion. During the surgery, when the final tightening was performed with the set screw breaker, the driver's tip was broken off and was left in the set screw. It was removed with a plier and replaced. No patient complications were reported.